Event description:
It was reported that bd angiocath plus 24ga x 0.75in had foreign matter. Before using the product the customer found some foreign substances in the packages, but not on the surface of the product.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed small specks of loose red particles in the needle cover, catheter, and bevel of the cannula. There was also a red irregular shaped foreign matter in the needle hub. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type and it was found to match reasonably with protein. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As there was red foreign matter in/on the cannula, needle cover, needle hub and catheter of the product, and the type of foreign matter is protein, it is highly likely that the product could have been used. The red foreign matter (suspected to be blood) could have been transported from the cannula into the needle hub and thereby stain the needle hub. Also, the red foreign matter could have been transported from the catheter to the wall of the needle cover during capping. With no red protein material found on the components, or used in the machines and man/environment, the source in manufacturing could not be identified. There were also no reported first aid incidents during the production of this batch, ruling out a needle stick during the production process. Current controls include an outgoing and hourly in-process visual inspection during the assembly process to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). The device history records were reviewed, and no abnormalities were reported. No similar quality notification was raised for the reported defect in the past 12 months. The root cause of the defects cannot be determined as it is uncertain how the product was used. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.